Manufacturer narrative:
Per the user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled cartridge when the pump prompted customer to fill it which resulted in leakage of insulin from cartridge. Customer's blood glucose (bg) was over 600 mg/dl. Treatment was not reported. Tandem technical support reminded customer that refilling/reusing cartridges was not labeled in the user guide. Customer reverted to using manual insulin injections. Upon follow-up, tandem field representative met with the customer and provided additional training. Customer was more comfortable with the pump and resumed pump therapy.